Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 10 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was observed leaking externally from the top of the dialyzer where the dialyzer connects to the arterial bloodline. The machine did not alarm as it is not intended to do so. There was no damage observed to the dialyzer or the bloodline tubing. Additionally, no leak was observed during prime. The patient¿s estimated blood loss (ebl) was noted as being approximately 400 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. Both the dialyzer and bloodline complaint devices are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed dried blood residue on the outside of the dialyzer housing, on both screw flanges, around the blood port on the cavity ID end and on the label. No damage or irregularities were noted on any of the ports or any other parts of the returned device. The dialyzer was subjected to a laboratory leak test where the dialyzer was submerged in a water bath while pressurized air was allowed through the dialyzer at a rate from 4.0 to 15.0 psi. An external leak was not observed during this testing. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one deviation notice noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint of "external blood leak." This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. Submersion of the dialyzer in a water bath could not isolate any source for an external leak. Additionally, analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. Therefore, the complaint was not able to be verified or confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 10 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was observed leaking externally from the top of the dialyzer where the dialyzer connects to the arterial bloodline. The machine did not alarm as it is not intended to do so. There was no damage observed to the dialyzer or the bloodline tubing. Additionally, no leak was observed during prime. The patient¿s estimated blood loss (ebl) was noted as being approximately 400cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. Both the dialyzer and bloodline complaint devices are available to be returned to the manufacturer for evaluation.